Manufacturer narrative:
It was reported that the event occurred some time between (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that before changing the perfusion bag, air bubbles were present in the tubing of a cadd® administration set. The fault was noticed when the pump alarmed and displayed the message: "air bubbles in tube". The tubing was purged, but the bubbles then appeared in the cassette. No injury was reported.

Manufacturer narrative:
One smiths medical cadd® administration sets was returned for analysis in used condition. A test could not be performed due to the fact that the sample was not received in condition to perform a functional test. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Operations were reviewed with no discrepancies found. Prior to packaging, a sample of 32 units was taken in order to perform a visual inspection to verify for any damages, workmanship defect and solvent bonds; no discrepancies found. Four samples from the inventory was tested using a balance melted toledo with no discrepancies detected. Based on the evidence, no root cause has been determined since the reported failure mode was not confirmed due to the fact that the sample was not received in conditions to perform a thorough investigation.